Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button intermittently did not respond, occurring every few days since approximately october, with normal function observed during a guided test and no impact on blood glucose reported. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education, functional check during the call, and a request for video documentation of the behavior. Investigation of this case revealed an intermittent, unconfirmed user interface responsiveness issue localized to the sleep/wake button, with no associated alarms or alerts and no evidence of systemic pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the issue during evaluation and the lack of corroborating evidence.